Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the hard drive health was found to be less than 100%; hard drive found out of electrical specification. Keyboard was pulling apart at right hinge pin, right side keyboard slide rail cover was broken, system fan was noisy, and printer failed incoming functional testing. (B)(4).